Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the device would not inflate or deflate due to a sticky pump. The sales representative did not observe any air in the device. A new pair of ipp cylinders with pump were implanted.